Manufacturer narrative:
Updated fields: b3, b4, e1(initial reporter), e2, e3, g3, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during a routine check a round black circle on the display of the cardiosave intra-aortic balloon pump (iabp) was observed. There was no patient involvement and no adverse was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the display top assembly. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check a round black circle on the display of the cardiosave intra-aortic balloon pump (iabp) was observed. There was no patient involvement and no adverse was reported.